Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon opening the pouch, two minicaps were found to be oriented in the wrong direction (facing the wrong way inside the pouch). This was observed upon use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.